Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a broken fragment measuring approximately 2mm was found inside the patient and retrieved during the same surgical procedure. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown if the retrieved fragment was from a fenestrated bipolar forceps, monopolar curved scissors or vessel sealer instrument and what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, a broken fragment measuring approximately 2mm was found inside the patient and was retrieved during the same surgical procedure. The fenestrated bipolar forceps (fbf), monopolar curved scissors (mcs) and vessel sealer (vs) instruments were installed into the universal side manipulator (usm) arms during the event. The user continued with the procedure. There was no report of instrument collision, patient harm, adverse outcome or injury. The reporter was unable to confirm and it is unknown if the retrieved fragment was from the fbf instrument (returned under patient identifier 137121), mcs instrument (patient identifier (B)(6)) or the vs instrument (patient identifier (B)(6)). This represents the investigation for returning fbf instrument.

Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. Visual inspection of the received instrument found no damage and no missing material. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The energy delivery functionality was verified and passed specification. The instrument operated as expected.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
67 - the fenestrated bipolar forceps (fbf) instrument was further investigated. The instrument was visually inspected using microscopy and confirmed no damage on the instrument, especially the grips. The instrument was intact, therefore the fragment did not orginate from this instrument. The functionality of the instrument was verified and confirmed to be within specification. Furthermore, a review of related complaints confirms that the fragment likely came from the blade of the monopolar curved scissors (mcs) instrument. Reference the MDR submitted under MFR (B)(4) for the investigation of the mcs instrument. Based on the failure analysis investigation and review of additional information, this is deemed as a non-reportable event and the initial MDR report is being retracted. The fbf instrument was intact, therefore the fragment did not come from this instrument. The functionality of the instrument was verified and confirmed to be within specification. Additionally, there was no report of patient injury or harm.